Manufacturer narrative:
D1: brand name corrected. D4: catalog and UDI number corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a few backup battery fault alarms on (B)(6) 2024 which correlated to load test conditions. At these times, the unloaded voltage was under the acceptable voltage threshold, triggering the alarms. The system operated as intended despite the alarms, and the patient¿s controller was exchanged on (B)(6) 2024. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended. Multiple self-tests (which triggered multiple load tests) were successfully performed on the system controller after the battery had been fully charged and after extended testing of the controller had been performed, and atypical alarms were unable to be reproduced throughout all testing. The root cause of the reported event was unable to be conclusively determined through this analysis. A corrective action was initiated in order to further investigate this issue. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a backup battery fault alarm at home. The patient was just sitting when the alarms occurred. They carry their equipment in their consolidated bag. The patient panicked and exchanged their system controller. Log files displayed backup battery fault alarms on (B)(6) 2024 at 10:50 am followed by driveline disconnect/lvad off alarms where the driveline was disconnected from the system controller, indicative of a controller exchange. The backup battery fault alarms occurred due to a failed emergency backup battery (ebb) load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.